Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. It was reported that the access site was pre-dilated with 6 f, the sutures of the prostar were pre-placed and then the sheath size was upsized to 16 f. It should be noted that the prostar xl instructions for use indication for use section states: the prostar xl pvs system is designed for use in conjunction with 8.5 to 24f sheaths. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported needle deployment difficulties could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Contact name updated. Device code 2017 removed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The access site was pre-dilated with 6 f, the sutures of the prostar were pre-placed and then the sheath size was upsized to 16 f. The artery was sutured closed to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code: 2017 - failure to follow steps/instructions. It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, pulled back the needles and saw that two didn't come back. A second attempt was made to deploy the needles which led to kinking of the needles. It was not possible to pull back the needles in a straight manner anymore. A vascular surgeon removed the needles and the tavi procedure was continued. Hemostasis was achieved via surgical intervention with local anesthesia. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.